Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify alarm due to motor error alarm. No setting lost or a21 alarm after battery change noted. Unable to perform error test due to motor error alarm. Unit had scratched display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The device was returned for analysis.